Event description:
Surgeon squeezed the handle of the stapler. He felt that it did not engage. He squeezed the handle a second time and the device cut and stapled the full length of the staple cartridge. Stapler continued to malfunction, so the physician removed it from the surgical field.